Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there were touchscreen issues. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that there were touchscreen issues. It was stated that the touchscreen was mis-calibrated and did not respond to touch. A remote service engineer (rse) emailed the customer for more information. This investigation is ongoing.

Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) spoke with the customer and was notified that the touchscreen had issues. The rse provided the customer with the part number of the touchscreen to order and replace. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.